Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Based upon the information from complaint, omsc surmised that the reported phenomenon was occurred due to the cable of the device was broken by some stress.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the user moved the cable of the device, an endoscopic image disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.